Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy procedure, at the first firing, the surgeon fully fired the device to pulmonary artery however 2 corners of the cut end were not resected properly. The corner of the right side of the proximal end and the corner of the left side of the distal end were not resected properly and the artery still was not separated. The cartridge length was appropriate for the tissue width. The surgeon pointed it was strange the tissue at the proximal end was not resected and suspected that the cartridge ws defective. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.